Manufacturer narrative:
Date of event is estimated. The results and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain patient weight and complete event information. Further information was requested but not received.

Event description:
It was reported that ipg was unable to communicate with external devices and patient lost therapy. It is not known if ipg depleted prematurely. Surgery was undertaken wherein the ipg was explanted and replaced to address the issue.

Event description:
Analysis of returned ipg indicated that the ipg had normal battery depletion.

Manufacturer narrative:
Since the ipg had normal battery depletion, this event is no longer reportable.